Manufacturer narrative:
Device expiration date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Device manufacture date: unknown.

Event description:
It was reported that the syringe catheter tip 2oz experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 309620, batch no: unknown. Event description states: item: 309620 -2 oz. 60 ml bd¿ catheter tip syringe sterile, single use. Daughter of consumer stated, the plunger is hard to move. Stated she only receives 5 syringes, so she has to use it more than once. Sample not available. Syringes are for her mother's feeding tube. Could not locate a lot.